Manufacturer narrative:
Additional information received that there were only 5 cases related to a file breakage. This case was submitted in error and is not reportable. This is a follow up report for this additional information. Correcting this event from reportable to non-reportable after receiving additional information. This event was reported in error. Please disregard the initial report. This is a follow up report for this corrected information.

Event description:
In this event it is reported that a unk vdw file broke during use. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. This event will be re-evaluated, as appropriate, if additional information becomes available.